Event description:
Reporter noted sight was lost in left eye as a result of burn during cataract surgery. Additional info received from surgeon stated a small fragment of lens nucleus may have occluded the unit, causing phaco tip to overheat. Changed tip to complete procedure, but cornea had already occluded. Subsequent exams revealed continued thickening and some opacification of entire left cornea. Pupil is also enlarged, which may represent some thermal damage to sphincter muscle of iris.